Event description:
Pt has been wearing a support belt for a back problem since 2001. The support belt collapsed and pt underwent fusion of the disc. Surgery did not hold and pt was on demerol for pain the intensity of the pain increased and pt could not walk alone except with crutches. Pt was bent over. Pt was given a blocking injection and later developed tarlov cyst. Referred to another facility.